Manufacturer narrative:
(B)(4). Baxter performed an onsite visit for the customer. The event history was downloaded from 11 pumps in the intensive care unit. The reported issue was not confirmed and not duplicated. The events for the reported occurrence date were pushed out of the history due to continued use. The serial number for the pump is unknown. There is not a 510k number to provide since the serial number is unknown.

Manufacturer narrative:
(B) (4)

Event description:
(B)(4). Same case as 2134265-2009-04940 and 2134265-2009-04995. The patient was enrolled in (B)(6) 2008. Type iii lesion identified in the left carotid artery. The reference vessel diameter was 5 mm and the target length was 11mm with 70% stenosis measured by nascet. The target vessel was moderately tortuosity with 1+ calcium and ulceration present. Thrombus, dissection or pseudo aneurysm was not present. A carotid wallstent monorail stent with a 7mm diameter and 30 mm length was implanted. Filterwire ex was used for cerebral protection. Pta was performed using maverick 2 balloon dilatation catheter. Heart rhythm stimulant and atropine 0.5 ui was administered during the procedure. Pre-operative the patient experienced a minor stroke during procedure; the event was resolved with no residual effects. There was successful placement of the stent at the intended site. The procedure was technically successful. Residual stenosis was 0-29%. Stent was patent with 0% residua stenosis. The patient was asymptomatic with no complication < 24hr after the procedure. One month follow up visit in (B)(6) 2008 documented carotid stent was patent with 0% residual stenosis; the patient was asymptomatic with no complaints since last visit. Six month and twelve month follow up assessments was not documented.

Event description:
The facility representative notified baxter product surveillance of a colleague triple channel infusion pump in which "overinfused" heparin into the patient. The device was programmed at a rate of 9cc/hr and infused the entire bag of heparin (250cc) into the patient at a greater rate. The facility allowed the transport team to borrow the device from the ICU (intensive care unit) floor. After the transport team arrived back to the facility, the device involved was returned to the ICU floor and put back into use. It is unknown if there was any patient injury or medical intervention associated with the channel failure. The user interface module master software version for this device is 5.04.00, categorized as unremediated.there is no further information available.

Event description:
The facility reported a colleague infusion pump with a malfunctioning channel c pumphead module, which was identified during bio-medical testing. However, upon reviewing the pump's event history, baxter quality engineering confirmed the reported condition as failure code 500:320:844:0000 and discovered this event occurred during and interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.

Manufacturer narrative:
(B) (4)